Event description:
It was reported that during a sigmoid colectomy procedure, the surgeon used the device for a distal transection. An eea sizer was placed in the rectum to prepare the colon for end to end anastomosis. The distal staple line opened and the surgeon noticed that the staple legs were straight. The surgeon used powered echelon 60 to redo distal transaction and then completed the anastomosis. There were no patient consequences. One device will not be released.

Manufacturer narrative:
(B)(4). Information unavailable. Device retained. (B)(4).